Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction - h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system showing 9 uses remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly; the instrument passed the electrical cautery test. The instrument was fully functional. Additionally, the instrument was found to have a cracked yaw pulley. The cracked piece was returned. The complaint regarding arc occurred during surgery between jaws, instrument still functioned and case was finished. It was noticed after the case that the plastic near the jaws was cracked and part of the plastic near the cable looks melted was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The probable root cause for a cracked yaw pulley is to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument arced between the jaws. It was noticed after the case that the plastic near the jaws was cracked and part of the plastic near the cable looks melted. The procedure was completed with no reported injury. Intuitive surgical. Inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgical procedure involving an arcing event, several instruments were used, including a tip up grasper, sureform 45, scissors, large needle driver, and sureform 60, though it is unclear which instruments were docked at the time. The intuitive erbe electrosurgical unit (esu) was utilized. Fortunately, there was no injury to the patient, and they have not returned to the hospital due to any post-surgical complications related to the arcing event. The instrument or accessory was inspected prior to use, and no damage or anything unusual was noted. The instrument was connected properly, as it is not possible to connect a monopolar cord to a bipolar instrument due to their different shapes. There are no photographic images or video recordings of the procedure available for review, and the instrument has been returned to intuitive.